Event description:
The customer reported that the balloon burst after being placed on (B)(6) 2023.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was returned for evaluation and a leak was detected in the lower part of the tube. A corrective and preventive action has been initiated to further investigate this issue. All information received will be used for further tracking and trending purposes. Corrected section e1 initial reporter's first name from (B)(6) as the initial report was inadvertently submitted with the incomplete first name.